Event description:
During follow-up with the surgeon, the stated the reason he performed the lens exchange was due to the patient's complaint of "cloudy" vision. He agrees the glistenings he observed do not have a negative impact on vision. The patient is happier following the lens exchange. The cause of the cloudy vision is not known. To date, the explanted lens has not been received for evaluation and requested device and event information has not been received.

Event description:
Additional information was provided by the surgeon. Lasik was performed in january 2005 to correct residual cylinder. About one month later, opacification of the lens was identified. The surgeon feels the opacification of the lens was the cause of the pt's cloudy vision.

Event description:
A surgeon reported a lens exchange was performed due to glistenings. The surgeon is currently on vacation and not available for follow-up. Upon return, clarification regarding the reason for the lens exchange will be requested.